Manufacturer narrative:
The insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. No hole was found in the keypad. On testing, all the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast, up arrow and down arrow buttons. The up arrow contact was misaligned.

Event description:
The insulin pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: contamination was found under the contacts of the contrast, up arrow and down arrow buttons. The up arrow button contact was misaligned.